Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 500mg/dl at the time of the incident. The customer reported that she changed her sensor last night and this morning she had a lost sensor and she tried several times to connect it before removing it from her leg. Now the new sensor was giving her a lost sensor alert. Customer stated that she had blood glucose of 400mg/dl yesterday. The customer declined troubleshooting for high blood glucose and stated she knows why her blood glucose was high. She ate pizza. The insulin pump will be returned for analysis.